Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet issued repeated alerts during use and while changing supplies, including an alert indicating a stalled motor and a subsequent communication fault, and a dry run reproduced the issue consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviewing and communication with the user and analysis of the information provided. Investigation of this case revealed a communications problem and device performance consistent with infusion failure traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.